Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date. What date did the reaction occur post op? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. What was the angle of the knee during application? Please describe how was the adhesive applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients ask: was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a knee procedure on an unknown date and topical skin adhesive was used. Approximately four to six weeks post procedure, the patient experienced a reaction with blisters. The patient was treated with prednisone. The patient current condition is unknown. Additional information has been requested.